Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Initial reporter name and address: (B)(6). PMA/510k # ¿ exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, the basket of an ncompass nitinol tipless stone extractor would not open. The issue with the device was discovered prior to making contact with the patient and the device was not used. A new device was opened to complete the unspecified procedure. There were no adverse effects to the patient reported.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Event description: as reported, the basket of an ncompass nitinol tipless stone extractor would not open. The issue with the device was discovered prior to making contact with the patient and the device was not used. A new device was opened to complete the unspecified procedure. There were no adverse effects to the patient reported. Investigation ¿ evaluation reviews of documentation including the complaint history, device history record (DHR), quality control, manufacturing instructions (mi), and instructions for use (IFU), as well as a visual inspection and functional test of the returned device, were conducted during the investigation. A device failure analysis was conducted on the returned device. The product was returned to cook in an opened package. The basket is not visible. The handle will not actuate the basket. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A database search did not identify any other events associated with the reported device lot. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in field. The information provided upon review of complaint file, device history record, complaint history, and quality control documents provide evidence to support that the device was manufactured to specification. Based on the information provided, inspection of the returned device, and the results of the investigation, a definitive cause for the failure of the basket to open could not be determined. When returned, the complaint device was found to have had the male luer lock adapter (mlla) disassembled from the distal end of the handle. It was likely the user was manipulating the handle in an attempt to restore device function. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.